Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with undersensing on the implantable cardiac monitor. Programming changes were discussed but not implemented. The patient was in stable condition.